Event description:
Per information obtained from surgeon: on (B)(6) 2011 - patient presented with incarcerated peri-colostomy and ventral hernia (to the right of midline). Colostomy take down performed, along with loa, two serosal tears to the bowel occurred during implant procedure. This area was resected and anastomosed. Xenmatrix placed for ventral hernia repair (component separation performed on right lateral side) 3 jp drains placed and skin closed. On (B)(6) 2011 - the patient's drains putting out cloudy, brown foul-smelling drainage. CT scan indicated abscess through subcutaneous space. Patient back to surgery. Md reported the graft had a hole in it and appeared to have "burst" in center. Graft explanted. Bowel was freed and the md noted green fluid in the lower pelvic region. Md observed a gangrenous loop of small bowel, which was resected. Non-bard mesh was placed, wound vac dressing therapy initiated. On (B)(6) 2011 - md reports, the patient is septic, intubated with an increasing bilirubin level. Condition reported as "grave". On (B)(6) 2011 - patient condition improving.

Manufacturer narrative:
Based on the information received, the patient was treated for an incarcerated peri-colostomy and a ventral hernia, which was repaired with a xenmatrix graft, on (B)(6) 2011. During the colostomy take-down, which was performed first, two serosal tears to the bowel occurred. This area was resected and anastomosed. The xenmatrix was used for the ventral hernia repair. Jp drains were placed, and the skin was closed. It was noted that this was the first time the surgeon had used the xenmatrix graft. On (B)(6) 2011, the patient's drains were said to be putting out brown, foul-smelling liquid, and the patient was returned to surgery. According to the surgeon, the xenmatrix graft had a hole in it and appeared to be "burst" in the center. The peripheral sutures were noted as still in place. The graft was then explanted. After explant, the surgeon noted that the patient's bowel was "hard as a rock", and looked like "it had concrete over it." A green fluid was noted after the bowel was freed and a gangrenous loop of small bowel was observed. The surgeon noted that this area was not related to the xenmatrix graft. Two days after the explant, the patient was septic. Three days later the patient was reported to be improving. While the information available does not show evidence of infection, it is listed as a possible adverse reaction in the product's instructions for use. Currently, it is unknown whether the graft may have contributed to the reported event. Given that the patient's procedure was complicated by serosal tears to the bowel, and the fact that no sample has been returned and no pathology reports have been provided for evaluation, no conclusion can be drawn at this time.